Event description:
During right femoral arterial sheath insertion the micro introducer dilator was removed from the body and was not visually intact. A cut down procedure was performed and upon removal of sheath at the end of the procedure the micro dilator was visualized and removed. No harm to patient.